Event description:
The patient experienced a loss of therapy. The catheter was noted to have a "break, tear, hole." The catheter was replaced. The patient status was reported as "no injury." The patient outcome was reported as "recovered with sequela." The device system was used to deliver baclofen; it was unclear if it was gablofen or lioresal.

Event description:
Additional information received reported the pump was used to deliver gablofen.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter found a hole or tear in the catheter body caused by the metal pin of the pump connector. During a pressure test a leak was noticed from underneath eh pump connector sleeve. The pump connector sleeve was damaged in order to get to the leak. A hole was discovered at the tip of the pump connector pin. The appearance of the hole was likely the result of the metal pin of the pump connector poking through the catheter. Also some foreign materials were found deposited on the catheter segments.